Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that approximately twenty one months post stenting in the proximal right coronary artery with one 3.0 x 18 rx promus stent, the patient experienced chest pain. On (B)(6) 2011, the patient underwent a percutaneous coronary revascularization with placement of a drug eluting stent in the target vessel. The patient's condition resolved on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.